Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received a scs system on (B)(6) 2011. It was reported that the patient has difficulties charging the ipg and had lost stimulation for two weeks now. The charger did not function well and was randomly beeping. A replacement was shipped to rectify the issue. No further information is available at this time.